Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via manufacturing representative regarding patient with cervical radicul opathy suggested for spinal therapy. Procedure used was anterior cervical discectomy and fusion (acdf). Levels implanted c6-7. Event occurred intra-op. It was reported that during the implantation, surgeon first checked with the trial and then appropriate size of implant was open. After holding the implant with the holder, surgeon used the mallet to settle down the implant in the space created. When the holder was getting disengaged/ released the first half came out with the holder the rest was half inside the body and later it was removed completely from the patient and then new implant was used as a replacement. Break as reported. No fragments left in patient. No patient symptoms or further complications was reported. Device return status unknown.